Event description:
It was reported that at follow-up in the clinic, the patient had symptoms of drainage and tissue breakdown of the frontal scalp incision subsequent to unilateral lead placement. Findings from wound cultures obtained revealed staphylococcus aureus was the causative organism and the lead was explanted. The patient was treated with IV antibiotics and the infection subsequently resolved. A new lead was subsequently placed ten months later.